Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a lead fracture was observed near the clavicle, which was visualized through fluoroscopic imaging. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, noisy signals, pacing inhibition, and lead body damage. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.